Manufacturer narrative:
Physio-control evaluated the device. The root cause was determined to be due to a failure of c24 on the power conversation pcb assembly.

Event description:
It was reported that the device would not charge or respond to the keypad. There was no patient use associated with the reported event.